Event description:
Boston scientific received information that this device has been explanted due to pocket erosion with evidence of a resulting infection. No other adverse patient effect were reported. Prior to explant, a system interrogation confirmed normal operation with no measurements outside of normal limits. No return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.